Event description:
A hospital in (B)(6) reported that three iw910afs baby control mobile infant warmers are due for an annual performance check. During routine service conducted by an fph subcontractor, tbs, it was noticed that the power fail indicator of the infant warmers failed to flash and make an audible sound.

Manufacturer narrative:
(B)(4) serial number and lot number: (B)(4) - 030219; (B)(4) - 030219; (B)(4) - 030219. Device manufacturer date: lot 030219 - 02/19/2003. Method: a preventative maintenance check was performed on the three subject infant warmers by a fph subcontractor. The units were electrical safety tested and performance checked as part of the preventative maintenance check. Results: the preventative maintenance check revealed that the power fail indicator of the infant warmer failed to flash and make an audible sound as the power pcb boards of the three subject infant warmers were defective. Conclusion: the "power fail" alarm is an indicator of main power supply failure. The energy stored in the capacitor of the power pcb board usually provide up to 10 minutes of pulsing alarm in the event that the power fails while the unit is switched on. The red indicator light of the "power fail" alarm on the front control panel will then flash and produce an audible alarm when the power supply to the infant warmer has failed. Based on the service report provided, the power pcb board was found to be defective, causing the "power fail" alarm to stop functioning. Part of fisher & paykel healthcare's quality control process involves testing the power failure alarm of every warmer on the production line for functionality prior to distribution. The device service manual contains a checklist which specifies that users should perform safety , performance and functional checks at least once a year. The fault on the returned infant warmers was discovered during preventative maintenance check with no patient involvement. The power pcb boards of the subject infant warmers have been replaced.